Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (B)(6) 2010).

Event description:
The healthcare professional, via the manufacturer representative, reported the tined lead broke when being explanted. The surgeon dissected deeply to the opening of the sacral foramen and the lead was still difficult to remove. When they applied more pressure to the lead, the plastic broke when they were holding it. The surgeon believed the plastic should be stronger. The distal end that contains the electrodes, measuring 2 cm, remained in the patient. The surgeon was concerned about the patient still having electrodes in situ and not being able to have an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.